Manufacturer narrative:
Additional information was received in follow up. The lens was explanted as the patient could not see. There were no complications reported and the lens was replaced with a non amo lens. Patient reported as doing ok post op. No further information was provided. (B)(4). Device available for evaluation?: yes, returned to manufacturer on 08/11/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent an explant of a tecnis symfony intraocular lens (iol), model zxr00 22.5 diopter from the right eye. No additional information provided.